Event description:
The account alleges that they would see a spark each time the device was plugged in to the column unit. No injuries were reported.

Manufacturer narrative:
The technician performed a safety check on the device and found all readings within acceptable levels. Feedback from clinical engineering indicated that the alleged spark is normal on any device that has a battery backup and they did not feel that the alleged spark was out of the ordinary. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.